Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a line blocked alarm occurred. Attempts to resolve the issue with the current cassette were unsuccessful, and the alarm recurred. The cassette and infusion set were replaced, which resolved the alarm. There was no patient injury.